Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The leadless implantable pulse generator(ipg) exhibited intermittent capture, variable thresholds and pacing issues. The ipg was inactivated and replaced with a single chamber ipg. No further patient complications have been reported as a result of this event.